Event description:
It was reported that the pump was having a motor issue. No patient involvement reported.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: it has been determined that complaint file (B)(4) with a manufacturing report number of 3012307300-2023-00710 was reported in error. Please disregard the previous submission. Any additional reporting will be conducted under the applicable file.